Event description:
During baxter's review of the event history for another report, it was discovered that failure code 703:00 occurred during infusion, which caused an interruption during delivery. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be a faulty user interface module printed circuit board (uim pcb). To correct this condition the uim pcb was replaced. If any additional information is received, a follow-up will be sent.